Event description:
It was reported that the maryland bipolar forceps instrument cable was noted to be broken during reprocessing. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pitch cable was broken at the distal clevis hub; the crimp that contained te cable was still attached. The segment that stuck out measured roughly .145. The other cables did not exhibit any damage. Failure analysis also observed that the distal end of the main tube had various scratch marks with light material removal. The scratches were .213 - .149 in length and not aligned with the tube axis. No other damage was found.